Manufacturer narrative:
Investigation results: the visual inspection found that the valve was inserted backwards in the luer fitting. A backward valve is non-functional. This was due to either the valve being inserted backwards during the manufacturing process or the valve had fallen out during the procedure and was incorrectly put back in. The balloon was then inflated with 25 cc of air. The balloon inflated properly, but upon the removal of the syringe, the balloon immediately deflated. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B) (4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the balloon did not stay inflated. This failure is not MDR reportable. A replacement unit was used to complete the procedure. The hospital did not report any patient complications. Maquet received the product on (B) (6) 2009 and observed that the short port btt inflation valve was damaged. This is an MDR reportable event.